Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that loss of high voltage therapy was noted on the right ventricular (rv) lead resulting in arrhythmia. The arrhythmia was terminated via external defibrillation. A revision procedure was performed and insulation damage was observed on the rv lead. The rv lead was capped and replaced to resolve the event. The patient was in stable condition.

Event description:
Additional information was received indicating abbott technical support was contacted, session records were reviewed, and low defibrillation impedance was noted on the right ventricular (rv) lead resulting in the loss of high voltage therapy.